Manufacturer narrative:
H4: the lot was manufactured between february 14-16, 2023. The device was received for evaluation. A visual inspection was performed and observed that a segment on the tubing was damaged. Further evaluation showed indentation marks from the manufacturing flow wrap sealer equipment on the damaged area of the tubing. A functional leak test was performed and noticed that a leak was coming out at the damaged area on the tubing. The cause of the condition was determined to be related to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned large volume infusor, it was observed that a segment of the tubing was damaged. No additional information is available.